Event description:
The physician attempted a diagnostic arteriotomy closure with a prostar xl 10 fr. Device. The pt had slight tortuosity, calcification, scar tissue and had two prior procedures. When deploying the device, only three needles presented inside the barrel. Needle backdown was attempted, but not successful. Fluoroscopy confirmed the fourth needle was in the subcutaneous tissue. The doctor felt it was impossible to remove the device. The site was surgically incised and the device was removed. The artery was sutured and hemostasis was achieved. The pt experienced no further incident.